Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2009 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2009 (B)(6); product type lead product ID 37752, serial# (B)(4); product type recharger. (B)(4).

Event description:
The consumer reported that the patient's back still hurt. It was noted that the patient stopped taking medication due to itching, so she had done yoga. It was reported that the patient lost 20 lbs. And now the implantable neurostimulator (ins) poked out and migrated into the buttock. In addition, the patient was dissatisfied with the recharging timeframe. It was noted that the patient had an appointment (B)(6) 2015 regarding explant / new implant. The patient also mentioned previously reported instances of not being able to have an MRI: torn rotator cuff, had surgery / foot / knee with meniscus. The consumer reported that she was injured prior to implant from a back surgery for stenosis. Additional information received from the consumer reported that no other steps were taken to resolve the stimulator migration and recharging timeframe issues. The consumer reported that the healthcare professional had stated the new rechargeable battery charged twice as fast as the old one; however, the consumer reported that the manufacturer representative denied this. No outcome was reported for this event. Further follow up is being conducted to obtain this information. If additional information becomes available, a follow up report will be sent. The patient's indications for use included rsd/causalgia-complex regional pain syndrome and radiculopathy.

Manufacturer narrative:
(B)(4). Analysis of the implantable neurostimulator (s/n (B)(4)) found the ins battery had reduced capacity due to overdischarge.

Manufacturer narrative:
Analysis results were not available as of the date of this report.  A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received reported that they needed an MRI system as the old system was not found in mstar. The device was replaced. There was no patient injury or death and the patient recovered without sequela.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.